Event description:
It was reported that the pump touch screen experiences "random turn offs". There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.